Event description:
It was reported that during a wire localization procedure, the c-arm moved. No injury reported. A field engineer was dispatched to the site and determined the c-arm switches and breast tray switch needed to be replaced. Once this was completed the system was working as intended.